Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (2.5 mg/ml at 0.6235 mcg/day) and baclofen (4000 mcg/ml at 997.6 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient's pump was stalled and had been stalled for a few days as the healthcare provider (hcp) stated it had been stalled for 48 hours or longer. The hcp confirmed with the patient that no electromagnetic interference, magnetic resonance imaging, or magnets were involved during the stall. Technical services reviewed to send the pump back for analysis if the hcp decides to. The hcp stated they were looking at replacing the pump soon. They stated error codes 99 and 100 were seen on the tablet and the patient's symptoms included increased spasticity and not feeling good. The company representative (rep) later called in to report that the pump was being replaced now and they would be changing the drug concentration. They stated that a back table prime would be done and the hcp was going to aspirate the catheter access port (cap) to clear the drug from the catheter. If the hcp was unsuccessful in aspirating the cap the drug in the catheter was a different concentration. Discussed modified bridge bolus tcv. The rep stated they would send the pump back to mdt analysis post hospital procedure.